Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-13402. It was reported the patient experienced ineffective stimulation due to both leads being fractured. Surgical intervention took place on (B)(6) 2022 wherein the l1 lead was unable to be removed and was partially left implanted and the t12 lead was explanted, and a lead was placed at l2 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.